Manufacturer narrative:
Previously, it was reported that the side rail could become unlatched during use due to a missing compression spring. This was reported in error. Upon completion of the manufacturer's investigation it was determined that the patient left latch assembly`s lock housing mounting bolts were broken causing the side rail to be loose when latched. This issue is not likely to result in serious injury or death because the side rail could still be latched by the caregiver and remain latched, and the side rail could be unlatched by the caregiver if needed.

Event description:
It was reported via repair work order that the brakes would not hold due to damaged brake adjuster. Also, the side rails could become unlatched during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not hold due to damaged brake adjuster. Also, the side rails could become unlatched during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.